Manufacturer narrative:
(B)(4). Returned meter is functioning properly. Since no test strips were returned for evaluation, most likely underlying root cause is related to a strip issue.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 100-150mg/dl fasting. Verified the strips expired 10/21/2018. Customer confirms the strips have been stored in the kitchen and were first opened in (B)(6) 2015. Reviewed meter memory: 1:96mg/dl (B)(6) 2015 09:16:00 pm fasting:yes; 2:86mg/dl (B)(6) 2015 08:14:00 pm fasting:no; 3:97mg/dl (B)(6) 2015 02:09:00 pm fasting:yes; 4:150mg/dl (B)(6) 2015 10:57:00 pm fasting:yes; 5:50mg/dl (B)(6) 2015 08:21:00 pm fasting:yes; memory concerns:50mg/dl (B)(6) 2015 8:21pm. Customer called stating their meter is registering lo because on (B)(6) 2015 at 9:00pm. Fasting the customer performed a blood test and the result was lo.